Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a defective rail on the right side, accompanied by faulty bearings. A field service engineer replaced the rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.